Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis (reported as a peritoneal infection) which was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with intraperitoneal penicillin (dose and frequency not reported, duration unknown) for the event. Dianeal therapy was ongoing. At the time of this report the patient was recovering from this peritonitis event and remained hospitalized. No additional information is available as the reporter declined to provide any further information.